Event description:
It was reported that since the replacement surgery, the patient had an elevated heart rate of 150 beats per minute and cardiac issues. The patient was currently still in the hospital. The patient¿s symptoms started no tuesday and the patient was able decrease and turn off stimulation. The patient¿s heart rate and blood pressure were reportedly down. The patient¿s nausea was now gone too. The patient¿s current heart rate was 70 beats per minute. The patient denied having an infection or swelling.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer. (B)(4).